Event description:
New information received noted that non-sustained lead noise due post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Further reprogramming was recommended.

Event description:
It was reported that patient presented in clinic for follow up with a device that was post-paced t-wave oversensing on the ventricular channel. It was observed that patient received inappropriate antitachycardia pacing therapy. Patient was asymptomatic. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.